Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer reported that sensor glucose was showing 94mg/dl but blood glucose was 136mg/dl. The customer received suspend on low, alert blood glucose low. Blood glucose was 134mg/dl. Customer was reporting more of an sensor glucose versus blood glucose issues. Customer reports they were unable to upload to carelink. Insulin delivery was suspended due to sensor glucose value of 79mg/dl. Low suspend limit in sensor settings was 80mg/dl. Blood glucose was 136mg/dl. The sensor will not be returned for analysis.